Event description:
It was reported that the patient's blood glucose (bg) levels reached 21.6 mmol/l (388.8 mg/dl) while wearing the pod on the abdomen between 1 and 4 hours.

Manufacturer narrative:
The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability to deliver insulin. The downloaded data does not show any timeouts or drive stalls. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.